Event description:
It is alleged that a pt experienced a partial graft failure that was claimed to be due to a loss of suction on the infov.a.c. Therapy system. According to the physicians nurse, the pt had bilateral groin wounds which were difficult to seal. It is alleged that the device was alarming for low pressure and that the negative pressure was increased to 150mmhg to overcome alarms. The outcome of the graft is not known at this time.

Manufacturer narrative:
According to kci records, the pt received v.a.c. Therapy on two different devices. The pt was on device in 2008 and on another device approx two months. Investigation did not reveal any specific info related to the alleged graft failure as the treating physician was out of the office. Vac labeling warns under "low pressure alarm", "therapy unit remains on; however, negative pressure at the wound may be below set pressure, potentially compromising therapeutic benefits." This alarm occurs when the unit has not reached the selected therapy set pressure and negative pressure at wound is below therapeutic value. The devices were returned to the svc center where they were tested per qc procedures and met specs.